Event description:
It was reported that the patient's previous ins (implantable neurostimulator) from 2 years prior to the report "shorted out and they didn't know why." It was stated that the patient had some suspicions his dogs jumped up on him and it might have effected the ins. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3387s-40, lot# v032543, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v032996, implanted: (B)(6) 2007, product type lead. (B)(4).